Manufacturer narrative:
(B)(4).

Event description:
Procedure: ladg. According to the reporter: during a clinical evaluation, the seal part broke. The blue ring part at the center of seal tore and then the air leaked from abdominal cavity. A second port was used, but the problem repeated with the new port. The time a large part of the textile seal was also greatly slit as well as the blue seal.